Event description:
Additional clinic notes were received from the site indicating that the patient continues to have several seizures. The patient had a large seizure on (B)(6) 2013 which required an ER visit. It stated that the patient is having a lot of shaking spells in his sleep however the staff is not sure these are real seizures. The patient reported that since last being seen on (B)(6) 2013 he will have several simple partial seizures, as many as 33 in a row while activating the vns device. The analysis of the explanted generator was completed and it was found to not be at end of service. The generator was able to deliver the programmed amount of parameters and met all functional specifications.

Event description:
Follow-up with the patient's physician revealed that the patient was doing well in terms of seizure control following generator replacement surgery. The patient's magnet swipes were effective in aborting the "spells" the patient would experience.

Event description:
It was reported on (B)(6) 2013 that a patient was having an increase in seizures that morning and would need to have the generator replaced as soon as possible. The patient had the generator explanted and replaced on (B)(6) 2013. The explanted generator has been returned to the manufacturer for analysis which has not been completed at this time. Good faith attempts to obtain additional information regarding the increase in seizures have been unsuccessful to date.